Manufacturer narrative:
A ge service representative performed an on site investigation. The f3 fuse on the power distribution printed circuit board feeding the monitor power supplies was replaced. The system was tested and operates as intended.

Event description:
The customer reported 2800 system monitors would not turn on. No pt injury was reported.